Manufacturer narrative:
Date of initial report: 2017-03-30. The incident sample is not returning and the serial number of the device is unknown. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the rf assure console and verisphere delivery system gave a false positive detection following a vaginal delivery. The sponge count was correct and all sponges were accounted for. An x-ray was performed on the patient and confirmed no sponge was left within the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.